Event description:
It was reported that the foley catheter was difficult to inflate on (B)(6) 2021. After the placement, poor urine flowed so more intravenous fluids were administered. The user stated that leakage occurred during the night and the catheter was removed the next day. When the catheter was removed a knot was observed.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. Visual evaluation of the returned sample noted one opened (without original packaging), used temperature sensing silicone foley catheter received with cut portion of inlet tubing. Visual inspection of the sample noted the catheter was knotted upon return. This is out of specification per inspection procedure which states, "check for defects: excessive material (over fill), bubbles/voids, splits and/or blemishes". The catheter was unknotted, and the balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). The balloon was allowed to rest with no observed leaks. The catheter balloon was deflated in 2 minutes and 26.56 seconds with no issues or cuffing noted. The balloon was dissected to find the notch was perforated correctly measuring 0.031". This meet specification per inspection procedure which states,"catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe.". No root cause could be found because the reported event was unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labeling review was not required as the reported event was unconfirmed. Corrections: d,h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the foley catheter was difficult to inflate on (B)(6) 2021. After the placement, poor urine flowed so more intravenous fluids were administered. The user stated that leakage occurred during the night and the catheter was removed the next day. When the catheter was removed a knot was observed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.